Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. No image was due to flooding of image sensor and flooding of cable. The device evaluation also found cracked connector. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): endoscope image disappearance and freezing (warning) - do not bump or drop this product. Do not bump or drop this product. Water leakage may cause damage to the product's internal electrical circuits. 3.2 camera head inspection check that there are no cracks, burrs, or other abnormalities on the exterior of the camera head, and that the camera head cover glass is not cloudy or dirty. There should be no abnormalities such as cracks or burrs on the exterior of the camera head, fogging or stains on the camera head cover glass, abnormal slack, bulges, scratches, or holes on the camera cable, the camera cable should not have any abnormal slack, bulge, scratch, hole, etc., and the contact point of the video connector should not be bent or rusted. Check that there are no bent or rusted contacts on the video connector. 3.6 connecting the camera head and video adapter (otv-s7h-n/1n/1d/na/1na/d-6m only) if the cover glass is dirty, it will interfere with observation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device did not display an image. There were no reports of patient harm.